Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped prior to the malfunction alarm occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was around 200 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem¿s t:slim x2 with control-iq user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. If you drop your pump or it has been hit against something hard, ensure that it is still working properly."